Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high out of range impedances. In addition, noise was observed which was oversensed and causing inappropriate mode switches. The patient was asymptomatic. At this time, the patient is being monitored remotely. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the device was now exhibiting noise on the right ventricular (rv) lead as well. The noise is suspected to be related to the previous observations of out of range impedances, noise, oversensing and inappropriate mode switches on the right atrial (ra) lead. The patient will continue to be monitored. No adverse patient effects were reported.